Event description:
It was reported that the mobile power unit (mpu) had a battery leak. The mpu was exchanged.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d6a: date of implant incorrectly included in previous report. Date of implant tis not applicable for heartmate mobile power unit. Manufacturer's investigation conclusion: the reported event of a battery leak was confirmed. The mobile power unit (mpu) (serial #: (B)(6)) was returned for analysis to the european distribution center (edc) and battery acid was observed in the battery compartment. The unit was not powered on. The battery compartment was replaced. Preventative maintenance was performed. The root cause for the reported event was unable to be conclusively determined through this analysis. During the investigation there was an incidental finding, the patient cable was observed to be loose around the lemo connector the device history records were reviewed for the mpu (serial #: (B)(6)) and the mpu was found to pass all manufacturing and quality assurance specifications. Heartmate iii instructions for (IFU) use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.